Event description:
It was reported that the coating flaked off the nitinol guidewire and a new guidewire was used. Per follow up information received via ibc on 01-nov-2022, it was stated that the patient was not involved.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the coating flaked off the nitinol guidewire and a new guidewire was used. Per follow up information received via ibc on 01-nov-2022, it was stated that the patient was not involved.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation and further investigation was not conclusive. Although a specific cause could not be determined, a potential root cause for this event could be, "inadequate material selection, and/or bonding between layers, degradation". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "inspect all guidewires for damage prior to use. Bending or kinking during or prior to placement could damage the guidewire. Do not attempt to use the guidewire if it has been damaged. Use of a damaged wire may result in damage to the urinary tract." "Do not reshape the guidewire by any means. Attempting to reshape the guidewire may cause damage resulting in release of fragments into the urinary tract. Failure to exercise proper caution may result in damage to the urinary tract." "Do not manipulate or remove the guidewire through a metal cannula or needle. This may result in destruction/separation of the outer jacket of the wire requiring retrieval." The device was not returned.